Manufacturer narrative:
The event occurred on an unspecified date in the year (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set ¿disconnected from the injection port¿. The issue was identified during an unspecified step of preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured in june 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.